Manufacturer narrative:
Additional information added to d10, h3 and h6. H10: the actual device was received and evaluated. An occlusion on the rotors was checked, the blood pump was tested, the machine in service mode was checked, a priming test and simulated treatment were performed and the reported problem could not be confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy treatment with a prismaflex control unit and a prismaflex st150 set, an alarm condition related to ¿malfunction blood pump¿ was reportedly generated and the treatment was ended without the extracorporeal blood being returned to the patient. It was reported the patient received a blood transfusion due to low hemoglobin. The patient outcome was not reported. No additional information is available.